Manufacturer narrative:
Update d4: lot number#: bs21120493.

Event description:
According to the customer, on (B)(6) 2023 the "cna" pushed the button down on the "controller" and underneath the bed it "sparked and started smoking".

Manufacturer narrative:
According to the customer, on (B)(6) 2023 the "cna" pushed the button down on the "controller" and underneath the bed it "sparked and started smoking". The customer reported they immediately got the resident out of the bed and unplugged the bed. The customer reported there was no serious injury or additional medical intervention required related to the reported incident. Sample was requested for return evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.